Event description:
Kci kin-air iii transport air module caught on fire when clinician unplugged bed from wall ac in preparation to transport the pt. Neither the pt nor the staff was injured by this incident.